Manufacturer narrative:
(B)(4). Device returned to MFR: the device was returned for analysis. Device analysis revealed a kink in the telescope assembly from femoral marker to the proximal end. A damage/marker flakes off was observed in the femoral marker. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was found within the telescope section of the device. Windup were encountered in the single heat shrink area and the non-heat shrink area in the telescope area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 03-mar-2017. It was reported that lost image occurred. The target lesion was located in the coronary artery. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was advanced to visualize the target lesion. However, upon pre-dilation and after the start of pullback, the image disappeared. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported. However, returned device analysis revealed sheath/femoral marker flakes off.